Manufacturer narrative:
Other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was currently (as of (B)(6) 2017) receiving dilaudid [2.0 mg/ml] at a dose of 0.5579 mg/day and bupivacaine [5.0 mg/ml] at a dose of 1.3947 mg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported via pump logs examined on (B)(6) 2017 that a new spinal section of the catheter was added on (B)(6) 2012, the date of a pump replacement. It was noted that the catheter tip was t4 and the pump orientation was 9 o¿clock. No further complications were reported or anticipated.